Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(6), +19.5d) was explanted due to patient dissatisfaction. Another lal was implanted as replacement. Rxsight's first awareness of this event was on (B)(6) 2023.